Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of therapeutic effect along with shocking and jolting occurred. It was reported that no stimulation sensation occurred. The device shut down a couple days ago. It was reported that the pt was still having concern regarding his device or therapy but had an appointment with their hcp (B)(6)-2011.